Event description:
It was reported that the patient heard the pump alarm go off every 10 minutes since (B)(6) 2013. The patient¿s doctor was out of the country and the patient was told to call the office. The patient called the office and they were not answering the phone. The patient was then advised to meet with the manufacturer representative. The manufacturer representative read the pump logs on (B)(6) 2013 and discovered that elective replacement indicator (eri) had occurred on (B)(6) 2013 at 0835; a reset occurred, reset occurred ¿ low battery and pump in safe state at 1035, and another reset occurred at 1036 as well as reset occurred - low battery at 1037. The reporter stated that the doctor was out of the country for 2 weeks so the pump could not be replaced until after (B)(6) 2014. The pump was programmed to minimum rate. The patient was ¿unsure if she was feeling anything adverse at this time.¿ the device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received and it was reported that the patient experienced withdrawal symptoms related to the event. The cause of the alarm was noted to be premature battery depletion. The patient was on oral medication until the pump could be replaced. Additional information was received and it was reported the patient was "not feeling well". The patient was having some respiratory issues, wheezing, and possible pneumonia, so they wouldn¿t likely be doing the replacement today (01/23/2014). The pump was delivering baclofen and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found the pump battery had high resistance.

Event description:
Additional information received reported the pump and catheter were explanted and replaced on (B)(6) 2014. In addition to the previously reported low battery reset and safe state, there was inability to aspirate the catheter requiring catheter replacement. Replacement surgery was previously scheduled for (B)(6) 2014, but the patient had possible pneumonia and surgery was cancelled for a second time for low potassium. The third date was not performed due to weather. Patient symptoms were reported as flu like symptoms of nausea and retching and less than 50% therapy relief. The location of the issue or symptom was unknown. The patient status at the time of the report was "alive- no injury." Additional information reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4).